Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient, coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. On (B)(6) 2011, the patient began remedial therapy with fortum 1gm, ip, once daily; and cefazolin 1gm, ip, once daily. The antibiotics and dianeal therapy were ongoing. At the time of this report, the patient was still hospitalized and the peritonitis was resolving. The root cause of the peritonitis was unknown. The nurse reported the peritonitis was not related to dianeal therapy.